Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual inspection revealed the outer helix was stretched out of required specifications. The outer helix elongation is consistent with having occurred during procedure. A device history review (DHR) was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the helix of the ventricular device became stretched during the implant procedure. The device was explanted and replaced to resolve the event. The patient was in stable condition.